Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged. The lead was explanted and replaced however the placement difficulties were encountered and the helix of the new right atrial (ra) lead would not engage properly with the body tissue. When removed from the body it was noted the helix was extended. It was further noted that the stylet would not advance into the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.